Manufacturer narrative:
H.6. Investigation: no customer sample or photograph is received to evaluate the reported defect. 10 pieces of retention samples of the involved lot are evaluated to see if the defect reported by the client is present. The retention sample showed compliant results, no present damage to the syringe and the leakage test was satisfactory. Based on the evaluation of the quality acceptance criterion, the defect reported by the client complies. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin from the syringe. The following information was provided by the initial reporter: material no. 309657, batch no. 8255615. It was reported there was a gap/leak in syringe. 1. Description of issue: customer reported that his syringe continued to fill with air when trying to pull air out of the cartridge. Customer switched out the syringe and was able to finish loading a cartridge. Customer reported there was a gap/leak in the first syringe. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number: 3 ml syringe, 309657. 5. Product lot number: 8255615. 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (B)(6). 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer to send out replacement 2 pack of cartridges to ensure customer satisfaction. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Hold for brian 9-19-19it was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin from the syringe. The following information was provided by the initial reporter: material no. 309657 batch, no. 8255615. It was reported there was a gap/leak in syringe. Description of issue: customer reported that his syringe continued to fill with air when trying to pull air out of the cartridge. Customer switched out the syringe and was able to finish loading a cartridge. Customer reported there was a gap/leak in the first syringe. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8255615. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer to send out replacement 2 pack of cartridges to ensure customer satisfaction. Note: product category = needle/syringe issue.